Event description:
It was reported the sheath ceramic tip was damaged. The issue was discovered during preparation for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was an integrity failure/ mechanical problem, but the cause of the integrity failure could not be determined. The most likely cause was some kind of excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.